Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. An 0x3d alarm was generated, indicating step sensor asserted before wire driven. The internal cannula tear is confirmed as the root cause of the reported 0x3d alarm. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone15.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for a hazard alarm during operation.

Manufacturer narrative:
H3 correction.